Manufacturer narrative:
No pt present. The starburst end of the vertek does not release completely when the handle is loosened. Vertek arm was replaced to resolve the issue.

Event description:
The vertek articulating arm's starburst end does not release completely when the handle is loosened. No pt was present.